Event description:
N/a.

Manufacturer narrative:
Trackwise ID # (B)(4). Corrected sections: d-4 lot and exp date, h-4 mfg date. Updated sections: g-4, g-7, h-2, h-10, h-11.

Manufacturer narrative:
Device not eval provide code: from "other" to "device evaluation anticipated, but not yet begun." Trackwise ID # (B)(4).

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure using acrobat-I stabilizer. Some of the metal fittings were missing. They noticed it before use and opened and used another new product. There was no problem with the patient, and the operation was completed without any problems.

Manufacturer narrative:
Trackwise # (B)(4). Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure mode. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period feb-2019 through jan-2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device (10 & 13 & 22) enter investigation findings: the device was returned to the factory on 03feb2021. An investigation was conducted on 29jul2021. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The vacuum tube was observed to be connected and nothing missing from the port on the device head. Pilot crimp was returned with the device. Based on the returned condition of the device, the reported failure "component missing" was confirmed. The DHR, shop floor paperwork was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure using acrobat-I stabilizer. Some of the metal fittings were missing. They noticed it before use and opened and used another new product. There was no problem with the patient, and the operation was completed without any problems.